Event description:
Account said that he has several beds that are having siderail latching issues. He said that this has been an ongoing issue.

Manufacturer narrative:
Order placed for siderail inline latch kit. Several attempts were made to contact customer to determine if resolution was made without success. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.